Event description:
It was reported by service report that the nurse call is not working. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Service tech unable to inspect bed due to pt census. After the bed is evaluated, a f/u report will be submitted with investigation results.